Event description:
Ous MDR - it was reported that approx. 75 months after the implantation an unexpected eos status was displayed via home monitoring. The ICD was replaced.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos activated on (B)(6) 2018. The device was implanted for 75 months and a number of 26 charging cycles was documented to the device memory. The ICD was subjected to an electrical inspection. The inspection of the battery condition showed a depleted battery, confirming the activated eos status. The amount of charge taken from the battery with respect to the battery voltage was verified, revealing an inconsistency. Therefore, the device was opened and the inner assembly inspected. Visually no deficiencies were observed. The eos status was removed with a technical programmer and the electronic module was attached to an external power supply followed by a subsequent analysis. During the thorough analysis no indication for a device malfunction was found, in particular the current consumption of the electronic module was normal and as expected throughout all measurements. Furthermore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. There was no indication of a malfunction of the electronic module. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The following inspection of the battery did not reveal any signs of damage. The voltage measurement confirmed a depleted battery. There was no indication of a battery failure. In conclusion, despite a thorough analysis of the device, no conclusion could be drawn regarding the root cause of the battery status eos. During the analysis the device behavior was found to be normal and as expected. There was no indication for an ICD malfunction during analysis.